Manufacturer narrative:
(B)(4). Insulin pump passed the self test. The pump was connected to a test transmitter, sensor and monitored without any connection interruptions. No communication not confirmed. Pump received with the new all black retainer cracked and partially detached. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap, reservoir will not lock properly due to cracked and partially detached retainer.

Event description:
Information received by medtronic indicated that the insulin pump had no communication with 4 new transmitters. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.